Event description:
The doctor noticed a crease in the optic after the iol was implanted. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00079 for the intraocular lens used with this delivery device.